Event description:
The customer reported that she was smelling insulin and her blood glucose has been out of control. The glucose level at time of call was 295mg/dl. The customer was unsure if the reservoir leaks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.